Event description:
It was reported to philips that the suite computer and flexvision computer was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the worklist was not pulling. The reported issue persisted even after multiple system reboots. The philips field service engineer (fse) visited onsite and upon functional testing, the fse identified that suite pc software was corrupted. The fse tried to load the software in the suite pc but failed to load the software. The fse confirmed that the suite pc was defective and needed a replacement. The cause of the suite pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the suite pc by the fse resolved the reported issue and restored the functionality of the system. After replacement and reinstallation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.